Event description:
It was reported the patient is experiencing heating while charging and he is no longer receiving effective stimulation. The patient has not used his scs system in over a year and would like it removed. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging evens and other non-reported events was expected.

Manufacturer narrative:
Correction number: 1627487-052-42011-002-r, 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.